Event description:
It was reported that when the ngenius universal tracker was clamped down during a procedure, the fixation was not solid. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that when the ngenius universal tracker was clamped down during a procedure, the fixation was not solid. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During failure analysis, the reported event that the device had a fixation issue and did not have a solid fitting was confirmed by the service technician. During the visual inspection, the grey cap was found to be loose and interfered with the interface button, thus preventing the tracker from fully engaging with the corresponding devices. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
Device not yet returned for investigation.